Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the site, and upon arrival the fse first turned on the iabp unit and ran the unit without issues. The fse recycled the power on/off about three times replicating user issue on the third time. The fse identified error codes 111, 112, 113, and 116 in the logs after replicating user error. Fse replaced the suspect coiled cord and power management board. The fse cleared errors 111, 112 and 113. The fse replaced suspect coiled connector cable to back plane board and back plane board, and addressed code 116. The fse completed all testing without issue. The fse let the unit run overnight to confirm if all issues were resolved. The fse returned the following day and found the screen went black with a critical alarm. The fse also found error code 116 and f0. The fse replaced the suspect executive board and noticed a different booting sequence on the executive board led display, which excluded b4. The iabp unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported upon power up that the cardiosave intra-aortic balloon pump (iabp) had a loud noise / blank screen. It was also reported the unit will not power up. There was no patient involvement, and there was no adverse event reported.